Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. No additional information was provided. The health (B)(6) online database report did not list any information with regards to the initial reporter, customer contact, or the location the event occurred. Unable to obtain additional information or product return as the customer contact/initial reporter/customer entity remains unknown, and no hospital name, address, or contact person with phone or e-mail is provided.

Event description:
Per vanessa's law compliance, health canada's medical devices online database recently uploaded reports that they received since june 2020. It was reported that an alaris syringe pump module was involved in an unspecified "health effect medical device problem." The event description provided was "e2321 - low blood pressure/hypotensionf26 - no health consequences or impacta1405 - improper flow or infusiona0501 - detachment of device or device componentb17 - device not returnedc20 - no findings availabled15 - cause not established." No additional information was provided, and no contact information or products were provided.